Event description:
The device was returned from customer for service for a reported failure of failed volume infusion test. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.